Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not duplicated or confirmed. However, it was noted that a charred fuse component of the ac inlet of the power supply was present and may have contributed to the problem reported by the user facility. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the lamp turned off during a procedure; it was necessary to "hit" the button twice to turn the lamp back on. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
E2, e3 ¿ three attempts were performed to obtain the occupation of the reporter but were not successful. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the charred inlet fuse could not be identified. Olympus will continue to monitor field performance for this device.